Manufacturer narrative:
(B)(4). The device was evaluated and the reported issue was confirmed through the review of the logs; however, the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 112 (night drain #12) alarm was identified in the log. The alarm occurred on (B)(6) 2013 at 22:16:34. No additional information is available.